Manufacturer narrative:
(B)(4). Te of event: the exact date of the event was not provided; it was reported that the patient had peritonitis and was hospitalized ¿about two weeks¿ prior to the report. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. Treatment was not reported. At the time of this report, the patient was recovering from the event. The patient discontinued peritoneal dialysis therapy. No additional information is available.